Event description:
The ortho summit sample system instrument reportedly did not pipette reagent/sample, and did not generate an error message. No death or serious injury was associated with this incident.